Event description:
Surgeon broke 2 x omega impactors in an afterhours case (9pm) on (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
Surgeon broke 2 x omega impactors in an afterhours case (9pm) on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the reported event that the impactor assembly broke could be confirmed since the provided picture shows 2 broken devices. Based on investigation and without the affected device the root cause of the determined breakage could not be determined. A review of the labeling did not indicate any abnormalities. Please note that the current op technique reads: impaction of the fracture may be accomplished by using the plate impactor together with a hammer or mallet note: use gentle hammering only - otherwise the impactor may be destroyed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device will not be returned.